Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. Distribution records were reviewed to identify additional potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak during an unspecified phase of peritoneal dialysis therapy. The leak was further described as the connection between the adapter and the patient¿s solution bag was loose resulting in a fluid leak. The patient found the leak the following morning after treatment had been completed. There was no report of an alarm that coincided with the leak. There was no medical intervention or patient injury resulting from the event. The patient was reported to be compliant with peritoneal dialysis therapy and is careful to ensure that the connections were secure prior to initiating therapy. It was noted that the patient uses a third party solution bag for their last fill during therapy. The adapter used at the time of the leak was no longer available for evaluation. The patient has since been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.